Manufacturer narrative:
Method: the device will reportedly not be returned to maquet cardiac surgery for investigation. A lot history record review was completed for the product, and there were no non-conformities which could have contributed to the reported failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the seal was not properly loaded by a new staff member. The procedure was converted to a side biter clamp. The user is familiar with a previous version of the product, however, is not experienced using this device. The hospital did not report any pt effects. The lot number is unk. The product was discarded.